Event description:
It was reported that the patient has twiddler¿s syndrome and both the atrial and right ventricular (rv) leads dislodged. The rv lead was pulled back into the low atrium, had no capture and high impedance. The rv lead was causing phrenic nerve/diaphragmatic stimulation. The atrial lead was in the superior vena cava, had no capture, was not sensing and triggered a warning for high impedance. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407645 lead, implanted: (B)(6) 2014. (B)(4).